Event description:
Complainant alleged that during biomed testing, a battery was unable to fit into th battery well. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.